Event description:
Pt suffered right parietofrontal subdural hematoma, status post assault. Pt underwent right frontotemporal parietal craniotomy and evacuation of acute subdural hematoma on 4/24/99. The dura was kept open, but dura-guard was placed over the dura and tucked underneath the bone to prevent any problems with ischemic brain swelling around the edge. Gelfoam was placed over the dura and the bone flap was set in. A jackson-pratt drain was placed in the subgaleal space. On 5/5/99, pt developed purulent drainage at scalp incision, fever (38.6) and confusion. On 5/7/99, pt required drainage of abcess, craniotomy and removal of bone flap. Culture report was positive for mssa (methicillin sensitive staph aureus).